Manufacturer narrative:
The returned device was evaluated and the soft cannula was found to be in a normal condition with no indication of having been bent or kinked. Fluid was able to travel through the cannula and out of the distal tip without issue. The device was found to have functioned as intended. The downloaded data shows that there were timeouts during operation, but no hazard alarm was alerted to the user. No evidence was found of any damage or manufacturing deficiencies that would lead to insufficient insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 304 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the patient administered boluses and removed the pod. The patient's blood glucose and insulin history are as follows: (B)(6).